Event description:
A colonoscopy was being performed by the physician. During the procedure, yellow fluid refluxed through the flushing channel of the colonoscope into the tubing that attaches to the water bottle.